Event description:
The wire was cut off into patient vein. Vein size was very small. Physician tried to access above vein however it went into spasm. The procedure was aborted.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned for review. A visual inspection was performed on the returned product. The visual inspection established that the guidewire is broken. CAPA ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Physician attempted to use a micro introducer kit during treatment of patients short saphenous vein (ssv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Tumescent infiltration was not utilized. Local anesthesia was used. Compression was not used. It is reported during access, the wire was cut off into patient vein. Vein size was very small. Physician tried to access above vein however it went into spasm. The procedure was aborted. Patient is rescheduled for (B)(6) 2023 for venaseal procedure to same ssv.